Manufacturer narrative:
Information contained in this record was previously submitted thru psr on 23/apr/2018. A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified deformation, yellow particles in the shell, the weight the device within specification, crease folding and cloudiness in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no observed openings on the device or issues related with the complaint (rupture). Creases (wrinkles) are observed but have no relationship with manufacturing. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was seroma-late and rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported a patient experienced the events of right side ¿rupture¿, ¿seroma¿, ¿structural changed¿, ¿lobulated device with voluminous collection around¿, ¿irregular contour¿, ¿breast swelled, hardened and feels it burning¿, ¿moderate/accentuate peri-implant liquid collection¿, ¿edema signs¿, and ¿axillary lymph nodes of reactive type. The device has been explanted.